Event description:
It was reported that the insulin pump alarmed motor error during a bolus attempt. The blood glucose reading was 250 mg/dl. The customer's mother stated that the alarm occurred twice a week. She noted that she did not believe that the insulin pump was reading the customer's blood glucose levels from the glucometer because the blood glucose readings were all over the place. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was received and was unable to prime during prime test. A motor error alarm occurred during a basic occlusion test due to a faulty force sensor resistor. The motor passed the motor test. The insulin pump was also received with a minor scratched display window and cracked reservoir tube lip.